Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing of high rate atrial flutter waves due to them falling into an atrial blanking period. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.